Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis. There was a cardiac tamponade during the procedure. Additional information was received. The adverse event was discovered during use of biosense webster, inc. Products. The physician's opinion on the cause of this adverse event is procedure. The intervention provided was fluid drained from the myocardial sac followed by a blood transfusion. Patient status worsened and underwent surgery and required extended hospitalization. Transseptal puncture was performed. Patient's anatomy may have contributed to the event, the patient did not have a wide ridge between the appendage and left superior pulmonary vein (lspv) and the physician was struggling with stability at that area. They were also struggling with drop off points between the two structures due to how close they were. No ablation was performed prior to noting the pericardial effusion. The event occurred post mapping and pre ablation phase. This occurred as they were taking drop off points at the ridge between the lspv and appendage. There were no errors during the procedure. The devices were being used as per the instructions for use (IFU). This occurred during the post mapping phase (with the pentaray catheter) and just before ablation commenced. They were taking drop off points between the appendage and lspv to better define the ridge when the incident occurred. They were taking points with the ablation catheter when the incident occurred prior to ablation -no radio frequency (rf) had been delivered prior to the incident, which is what was referred to as the ¿pre ablation phase¿. The thermocool® smart touch® sf bi-directional navigation catheter was used to take drop off points. There was only a single thermocool® smart touch® sf bi-directional navigation catheter in the patient at the time of the adverse event. It was stated three products as there were 3 biosense webster, inc. Products used during this procedure which were the refences patches, 1 pentaray catheter and 1 thermocool® smart touch® sf bi-directional navigation catheter. Merely listed all biosense webster products used for reporting and documentation purposes.